Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. It was further reported that the right atrial (ra) lead exhibited dislodgement and high thresholds. The ra lead and right ventricular (rv) lead were revised and remain in use. No further patient complications have been reported as a result of this event.